Event description:
It was reported that the pump shut off unexpected and became unresponsive. The customer's blood glucose level was reported to be elevated, but the exist value was not reported. It was confirmed that the customer had alternate insulin therapy available. The customer's blood glucose level was reported to be fine the next day.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.